Event description:
It has been reported that the licox catheter did not function properly. The temperature portion of the device did not function. The product is available for return and eval.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.